Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified vantive technician. A review of the machine log files confirmed the occurrence of a heparin error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the reported heparin pump malfunction was determined to related to operator error during the setting of delivery parameters before the start of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional information become available a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis therapy, the ak 98 machine triggered a 'heparin pump error' and the entire amount of heparin was administered to the patient. Treatment was completed without further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.